Event description:
Reporter indicated that the patient's ncp system was replaced in 2002 because the patient suffered a bad fall in 2002 that "cracked the lead and caused some generator area damage". Attempts to obtain additional information have been unsuccessful to date.